Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery. The pressurewire x wireless guidewire was successfully used and the decision was not to stent. Two minutes after the pressure wire was removed from the body, the patient passed away. The patient had sudden severe hypotension at the end of the coronary angiography/ffr measurement, followed by pulseless electrical activity (pea). Nitrate and papaverine medications were given for the measurements that in the physician's opinion, may have caused or contributed to the patient's death. Reanimation was performed for 30 minutes which included cardiopulmonary resuscitation (CPR), adrenaline several times (up to 10 mg), noradrenaline, 2-3 times dc shock due to vfib (occurring later during reanimation not in the beginning). The patient had severe vasoplegia, it was impossible to get any spontaneous pressure back after the episode of hypotension. During CPR, the pressure was good, but every time CPR was stopped, there was totally no pressure at all, despite electrical activity. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. In this case, there was no reported malfunction associated with the pressurewire x device. The reported patient effects of hypotension, ventricular fibrillation, and death are listed in the pressurewire instruction for use as known potential complications which may be encountered during all catheterization procedures. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A definitive cause could not be determined for the reported patient effect of hypotension which resulted in ventricular fibrillation, medication required, unexpected medical intervention, and death. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: a partial UDI was provided as the lot number is not known.